Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a split balloon, balloon failed. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated nutriport without its original packaging with lot 1933729064 was received for evaluation. The visual inspection was performed according to the procedure along with a functional test. A leak was observed in the balloon. The reported issue was confirmed. The affected device is provided by an external supplier. A supplier corrective action report (scar) was generated and submitted to the supplier. The root cause and any corrective actions, if applicable, will be addressed by the supplier. Cardinal health will continue monitoring the process, customer complaints and feedback notifications for any adverse trends that require immediate attention.